Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had severe air bubbles. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "he found that the separation gel of the yellow tube had severe bubbles. After the blood sample was collected, all the blood entered the separation gel".

Manufacturer narrative:
"Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles".